Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging device caused coughing fits resulting in "spitting up blood." There was no report of patient harm or injury. The technician confirmed power supply, sd card, filters, humidifier tank, humidifier seals, and tubing were not returned. Patient claim states device caused coughing fits resulting in "spitting up blood." Patient attributes this based on low pressure. Data from the sleep detail report show potential anomalies such as large leaks averaging 2hr 43min 30sec. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.